Event description:
It was reported that on (B)(6) 2010 labs and cultures of previously attained intraoperative samples had proved to be negative so the patient underwent surgery which consisted of removal of segmental instrumentation, l1-l5; exploration of spinal fusion, l1-l5; bilateral decompression, l5-s1, bilateral compression l5-s1 nerve roots; and revision, posterior spinal fusion, l1-s1 with instrumentation, supplemental with iliosacral fixation, cancellous allograft and rhbmp-2/acs. Per the operative report ¿¿over the decorticated surfaces inclusive of residual laminar surface of l5, the sacrum, the transverse process and the facet joints, we placed a mixture of cancellous allograft as well as the rhbmp-2/acs..." It was noted that the patient¿s bone was quite poor. No patient complications were reported. On (B)(6) 2010, the patient presented anemia and rec¿d a transfusion. On (B)(6) 2010, the patient was discharged from hospital. On (B)(6) 2010, the patient presented, approx. 2 weeks post op, with pain in the lower lumbar area to hips. The patient had reduced their narcotic intake. The patient was ambulating with a cane. X-rays demonstrated instrumentation and fusion in place and intact. On (B)(6) 2010, the patient presented with some back pain. The patient was walking independently with a cane. Imaging showed good position of hardware at all segments. Implant seemed well positioned. Bone quality was extremely poor. The patient was asked to wean off of narcotics. On (B)(6) 2010, the patient presented approx. 3 mo post op, with improved symptoms. The patient was off of narcotics. Imaging showed good position of hardware at all segments. There was a slight compression fracture two segments above the upper most segment, new since (B)(6). The patient was allowed out of the back brace. The patient was released for work. On (B)(6) 2010, the patient presented, approx. 5 mo post op, with achy discomfort in back and nothing in legs ¿ overall improved symptoms since the surgery. X-rays taken showed good evidence of a solid fusion at all segment. On (B)(6) 2010, the patient presented, approx. 7 mo post op, with back pain and possible depression secondary to slow progression. Imaging demonstrated a solid fusion across all operative segments. Hardware was well positioned. There was a minor compression fracture two levels above fusion (unchanged from initial occurrence) on (B)(6) 2010, the patient presented with a 10 month history of axial low back pain in the vicinity of the bilateral lumbar paraspinal from l2-s1 and in the vicinity of the bilateral s1 joints. There was a slight decrease on sensation to light touch in plantar aspects of both feet; some tenderness to palpitation over bilateral psis and bilateral lumbar paraspinal musculature about l2 to s1 bilaterally. The patient had some numbness in the lower back and low back muscle weakness. The patient also complained of pain over right tibia. The pain was noted as affecting the patient¿s mood. It was also reported that the patient had urinary, incontinence trouble sleeping, and depression. The patient underwent a trigger point injection of the bilateral lumbar paraspinal musculature. No patient complications were reported. On (B)(6) 2010, the patient presented with sacroiliitis and underwent a bilateral s1 joint injection. No patient complications were reported. On (B)(6) 2010, the patient presented with constant low back pain in the vicinity of the bilateral sacroiliac joints and also between the spinous processes from l3 to l5. The pain was reported as affecting the patients sleep and mood. Assessment: lumbar degenerative disc disease, sacroiliitis, myofascial pain, and sleep disorder. The patient reported they received no benefit from the s1 joint injection received (B)(6) 2010. MRI was conducted which showed some fluid signal intensity within the disc space concern for infection. On (B)(6) 2011, the patient presented with mechanical low back pain. Per the encounter notes the patient had undergone several different injections into the back with no improvement of pain. It was also noted that the patient had lost weight. X-rays showed what appeared to be a solid fusion across all operative segments, l1-s1. There was a mild wedge compression fracture several segments above the fusion with no interval change.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.